Event description:
A surgeon reported an intraocular lens (iol) was explanted and replaced with the same model iol. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/23/2009, 09/24/2009, 09/29/2009, and 10/12/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 10/22/2009.